Event description:
It was reported to philips that the operational check fails at defibrillation test. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found the therapy pca and high voltage capacitor need to be replaced. Upon conclusion of the evaluation, it was determined that the therapy pca and a high voltage capacitor require replacement. The therapy pca and high voltage capacitor were replaced, the device remains at the customer site and no further evaluation is warranted at this time. The device meets the specification for the performed service and is returned to use.